Event description:
The customer called and reported that the sensor was giving incorrect readings that were triggering the customer's insulin pump to suspend. Customer's blood glucose was 222 mg/dl while the sensor gave a reading of 58 mg/dl. Calibration and insertion techniques were discussed. Customer was advised the sensor would be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.